Manufacturer narrative:
H3: the catheter was returned for analysis. Analysis of the catheter found ¿catheter body / kink observed¿ and ¿catheter body / compressed area¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8780 lot/serial# (B)(4). Implanted: (B)(6) 2014 explanted: (B)(6) 2021. Product type catheter, ubd: (B)(6) 2016, UDI#: (B)(4).

Event description:
Information was received from a patient via a manufacturer representative who was receiving unknown drug via an implantable pump for non-malignant pain and spinal pain. It was reported that patient went in for a pump replacement on (B)(6) 2021. The patient mentioned he and his pain doctor had discussed that he was not getting adequate therapy. The pump replacement was for normal pump replacement reasons such as end of life. However during the procedure when assessing catheter patency it was discovered that there was a tear in the catheter at the distal end of the spinal segment near the catheter anchor. This lead to a full system (pump and catheter) replacement.  The doctor suspected that the tear in the catheter was due to the catheter rubbing against the spinous process resulting in a tear and therefore a loss of therapy. Prior to the replacement a catheter access study was attempted (date unknown) and was unsuccessful.  It was reported the problem was resolved and the catheter would be returned.